Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Lr packaging l/n# 10316756, cordis lot # 70913463. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10316756. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Event description:
During withdrawal of the .018 sv guidewire, it was reported that the tip broke. The tip did not break off. Only the coating was flaked off but did not completely detach. Defect happens in pta of shank arteries, orthograde access via a. Femoralis communis. Defect occurs when the wire is kinking while pushed forward. When withdrawing the wire in the small vessel, using a savvy catheter as hypomochlion, the distal tip gets caught at the tip of the catheter and the coating of the wire peeled off. There is no resistance noticed during pushing the kinked wire; when pulling it, there is a small resistance. No excessive force was used for withdrawal. The physician then pulled catheter and wire very slowly and in all and get everything out. The physician was able to retrieve the wire together with the catheter in one piece."customer (experienced user) is very concerned about the lack of quality of the device because he didn't notice the defect with other catheters." No further information is available. Two guidewires were returned. No further information is available regarding the second device returned.

Manufacturer narrative:
This is one of two products involved with the reported event and are associated manufacturer report numbers 1016427-2014-00088 & 1016427-2014-00099. Based on the product analysis findings, please note additions to the originally reported (B)(4). Both devices (2 sv wires) were used in the same procedure. No further information is available regarding the second device returned. According to the affiliate, "the customer complained kinked/broken tip of the wire but the device could be removed in total. Therefore, there was no separation in patient. Complaint conclusion: during withdrawal of the .018 sv guidewire, it was reported that the tip broke but it did not separate. The coating was flaked off but did not completely detach. Defect occurs during angioplasty of the shank arteries with femoral artery access. The defect is noted to occur when the wire kinks while being pushed forward. When withdrawing the wire in the small vessel, using a savvy catheter as hypomochlion, the distal tip gets caught at the tip of the catheter and the coating of the wire peeled off. There is no resistance noticed during pushing the kinked wire; when pulling it, there is a small resistance. No excessive force was used for withdrawal. The physician then pulled catheter and wire very slowly and in all and get everything out. The physician was able to retrieve the wire together with the catheter in one piece. Two guidewires were returned. Both devices (2 sv wires) were used in the same procedure. No further information is available regarding the second device returned. There was no reported patient injury. One non sterile pgw .018 sv short 300cm st was received coiled inside of plastic bag. The unit showed an unraveled/stretched condition on its coiled distal section and a 1.5cm distal section of the core wire was fractured/separated. Also, the separated distal section was kinked. The received unit did not show a delaminated condition as mentioned on the complaint. Functional analysis could not be performed because of the damaged conditions of the received unit (distal tip unraveled/separated). The unit was sent to sem analysis. Sem results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10316756. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿guide wire - withdrawal difficulty-from vessel¿ could not be evaluated due to the nature of the complaint. The failure reported by the customer as ¿guide wire ¿ resistance/friction¿ could not be confirmed since functional test could not be properly evaluated due to the damaged conditions of the two received units (distal tip unraveled/separated). The failure reported by the customer as ¿coating ¿ delaminated¿ could not be confirmed as this condition was not observed on the received unit during the analysis. The failure reported by the customer as ¿guide wire - kinked/bent-in patient¿ and ¿distal tip - fractured/separate¿ were confirmed. The exact cause of these failures as well as the unraveled condition of the guide wire distal tip could not be conclusively determined; however, as per sem analysis report and complaint event description, procedural factors might have contributed to the reported events as well as to the damages observed during the analysis. Neither the analysis nor the DHR suggest that the reported failures could be related to the manufacturing process; therefore no corrective actions will be taken at this time. The failure reported by the customer as ¿coating ¿ delaminated¿ could not be confirmed as this condition was not observed on the received unit during the analysis. The failure reported by the customer as ¿guide wire - kinked/bent-in patient¿ and ¿distal tip - fractured/separate¿ were confirmed. The exact cause of these failures as well as the unraveled condition of the guide wire distal tip could not be conclusively determined. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and/or vessel characteristics and is not related to a product quality issue.